Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A lensar clinical application specialist reported that on (B)(6) 2014 when they were changing patient's eye in the lens doctor software after a procedure has been programmed, the system does not recognize the change completely.